Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient experienced decreased vision to count fingers 6 days after the cataract procedure. A vitreal tap was performed and it was negative. The vision is improving and the vitreous is clearing. It is unknown the date or time frame of the vitreal tap and improved vision. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Cassette pak: as the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. All products have been sterilized and all sterilization cycle parameters are verified for acceptability prior to release; however, since the lot number was not provided we are unable to review the batch record for the complaint. Duovisc: the batches are released according to the required specifications and all initial testing results are within specification for both provided batches. No sample returned to date. All batches are released according to the required specifications and all initial testing results are within specification for both provided batches. As no product is returned and no manufacturing related deviations are reported during release testing results, a conclusive root cause cannot be determined. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no action is initiated. (B)(4).